Manufacturer narrative:
Investigation: a screenshot of the error the user received was obtained. The inpen cloud team noted that there is no known scenario in which a user would receive this error and this issue had not been seen before. The inpen cloud team hypothesized that there might be something blocking the communication and provided a set of questions for the user. The customer support team was unable to reach the user with the questions. Further debugging can not be performed without the information requested from the user. The ticket will be closed and if the user reaches out re-opened. Likely root cause: the most likely root cause is an external communication blocker stopping the user's request. The user likely has a vpn or firewall running in his phone or home wifi. Analysis results: the user is receiving an error when trying to connect to a partner service. Based on the specific error, the inpen cloud team believes there is likely an external communication blocker stopping the app's requests. This was unable to be verified as customer support was unable to reach the user with more questions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported communication issue with inpen and gaurdian application. No harm requiring medical intervention was reported. Troubleshooting was performed and the issue was escalated. It was unknown whether the customer will continue the use of the device. The product will not be returned for analysis.